Manufacturer narrative:
A supplemental report will be filed upon completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in the us reported that a patient generated a result with a CT value of 8.12 for target 2 for this patient that retested negative for both targets. The sample was collected with a nasopharyngeal flex swab with a 3ml sterile saline tube ("virus stabilization tube" from the sonic collection kit). The sample was brought to room temperature; however, instead of a cobas omni secondary tube, the user facility uses a sterile sardstedt 13x75 tube. As per the method sheet, the cobas® sars-cov-2 is a qualitative test for use on the cobas® 6800 system and cobas® 8800 system for the detection of the 2019 novel coronavirus (sars-cov-2) rna in individual or pooled nasal, nasopharyngeal, and oropharyngeal swab samples collected in copan universal transport medium system (utm-rt), bd¿ universal viral transport system (uvt), cobas® pcr media, or 0.9% physiological saline. No additional information is available. No harm is alleged. Investigation is in progress. One sample was released; however, information regarding which result was released is unknown.

Manufacturer narrative:
Data analysis showed that samples having early target CT values (6 to 8), at the same time a low rfi value (1.6 to 1.8) and declared as positive only for target 2: pan-sarbecovirus were found to be located in ad position h11 and preparation position h6. Data used for this investigation showed that in the timeframe between november 2020 and february 2021 a total of 27¿000 samples were processed with instrument cobas 8800 sn (B)(4). A total of 14 samples were identified with rare outlier results with early target CT values and low rfi values. This gives an approximate occurrence rate of (B)(4). It is also important to note that this was the only cobas 8800 system at this customer site demonstrating this issue. Troubleshooting efforts and service actions took place at the customer site, which involved the replacement of several instrument parts, including he head processing transfer front, stop disc slotted set of 48, sealing station, separation station front, amplification plate park position and heating station front. These replacements did not have any influence on the occurrence of early target CT values with low rfi values. After the exchange of additional, instrument parts (pump microgear assy, needle reagent transfer assy, and tube fep d3.2/1.6 assy l240), no more samples with early target CT values and low rfi values were observed during customer testing. None of these parts were returned for further investigation. Analyses of instrument checks (pipetting check, needle bent check, tightness check, and ultrasonic data) showed that the pump microgear assy, needle reagent transfer assy, and tube fep d3.2/1.6 assy l240 were working within specifications. A processed sample from the customer site that exhibited an early CT value and low rfi value (in position h11) was subject to additional in-house analysis. The sequence indicated that the amplified sample was not a true positive sample. The customer issue has been alleged on the cobas 8800 system, product code: mza, catalog number 05412722001 and UDI (B)(4). The test used on the cobas 6800/8800 system is the cobas sars-cov-2 test for use on the cobas 6800/8800 system, product code qjr, catalog number 09343733190 and UDI (B)(4). Corrected to update the suspect medical device to the cobas sars-cov-2 test for use on the cobas 6800/8800 system per FDA request on 17-jun-2021 ((B)(4)). Corrected to update the manufacturing site details for the cobas sars-cov-2 test for use on the cobas 6800/8800 system per FDA request on 17-jun-2021 ((B)(4)). (B)(4).